Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. After about 30 minutes into the procedure, the handpiece began shorting out and quit working all together. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(6) - blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.